Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. The root cause is attributed to design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 248 reports that the actis trial necks keep sliding off broaches. They called r.o in hip marketing and told they have fixed this issue in the newer sets. Needing to get three sets of trial necks for actis standard and high offset. A functional check with a mating broach confirmed the complaint. A design change was implemented on (B)(6) 2017 via co 103322555. The hole diameter and tolerance along with the pin diameter were changed for a more constrained fit to the broach. Review of the as400 found this lot was placed into distribution in may 2018 indicating the instrument was manufactured after the design change. Depuy engineering is aware that the issue still exists and is currently reviewing the design. Complaints will be monitored under post market surveillance (B)(4). Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis trial necks keep sliding off broaches . They called r.o in hip marketing and told they have fixed this issue in the newer sets. Needing to get three sets of trial necks for actis standard and high offset . R.o told him to fill out MDR form and I cld get older style actis necks replaced.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.